Event description:
During an implant attempt of the subject device, no pacing was observed. This was reported, even after re-positioning the device in the pocket twice. Another pacemaker was subsequently implanted instead, which provided appropriate pacing at 70/min.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr model approved under (B)(4). Analysis is pending.